Event description:
Sepsis. Treated with serial debridements and staged revision.

Manufacturer narrative:
This is the initial and final report submitted regarding this surgical event and medical device.